Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference numbers: 1627487-2020-31020, 1627487-2020-31022, 1627487-2020-32570. It was reported patient was unable to increase the stimulation amplitude. The stimulation strength decreased on its own. ¿it was found that one lead had high impedance. As a result, the patient underwent surgical intervention on (B)(6) 2020 to have their lead replaced. Patient now has effective therapy.